Manufacturer narrative:
E.1: initial reporter first name: (B)(6). A device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter, the hub breaks off during use. There were no health impact or consequences reported.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter, the hub breaks off during use. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary - bd received three (3) photos for investigation. One of the customer photos shows a luer adapter device broken off at the hub. Additionally, ten (10) retained samples were visually inspected for hub defects, and all samples passed the inspection with no evidence of damage or breakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: breaks off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.